Manufacturer narrative:
FDA notified: the FDA was made aware of this incident via voluntary medwatch mw5077277. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a (B)(6), male patient with a diagnosis of medulloblastoma and a port had a positive blood culture for serratia marcescens on (B)(6) 2018. The patient was treated and discharged. The pfge patterns for this incident are indistinguishable from the original co outbreak pattern. The device implicated with this incident is a 10 ml bd posiflush¿ normal saline syringe, in 10 ml syringe. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the u.s. Food and drug administration (FDA) and centers for disease control and prevention (cdc) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the FDA and cdc identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, FDA, and cdc.

Manufacturer narrative:
Correction: the following statement should not have been included on the initial MDR. The columbus, ne manufacturing site is not associated with the product recall. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the u.s. Food and drug administration (FDA) and centers for disease control and prevention (cdc) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the FDA and cdc identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, FDA, and cdc. Device evaluation: investigation: no samples were provided for evaluation. There was no documentation of issues for the complaint of batch's# 8018983 and 8044680 during this production run. Controls in place at the manufacturing site: bioburden tested on a weekly basis. An overkill sterilization process is used. Environmental testing within the filling area is done on a biweekly basis. The sterilization process is challenged and re-qualified annually. The solution is filtered twice before it is filled in syringes (note: once when transferring to the hold tank and again at the fill machine). Endotoxin testing is performed on each batch. Fill room operators are trained and qualified on gowning for the fill room environment on an annual basis. Weekly bioburden testing on the components used to assemble the syringes. Continuous online monitoring of the wfi (water for injection) water quality (note: this is for toc (total organic carbon) and conductivity, not microbial weekly bioburden and endotoxin testing of the usp (united states pharmacopeia) purified water and wfi systems. Weekly endotoxin testing of the pure steam system. Each sterilizer is thoroughly validated before use for posiflush sterilization. A three year review of complaints, environmental monitoring results, water testing results, and quality notifications have confirmed that the serratia marcescens organism has not been recovered in the columbus ne plant. In addition, the posiflush product produced within columbus is terminally sterilized through steam sterilization which is requalified annually. Furthermore, there is no morphological evidence of serratia marcescens ability to survive the steam conditions1 used to sterilize the posiflush product manufactured in the columbus & drogheda plants. For validation, bd columbus & bd drogheda uses the spore forming, rod-shaped, gram-positive, thermophile geobacillus stearothermophillus as our biological indicator, along with bacillus atrophaeus. The formation of endospores has not been reported in any species of serratia, thus its resistance to steam sterilization is scientifically remote, further it is a motile organism with growing temperatures ranging from 5¿40 °c, which is well below our 121 °c processing temperatures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is undetermined. A CAPA has been opened for further investigation.